Event description:
The built-in curing light assembly has, on occasion, produced power surges which, in turn, causes the voltage regulator on the board to overload. This causes fuse 8 in the chair's power to blow. This fuse is in line with the 6v power supply needed to operate the curing light fan motor and the heated tubing circuit. Therefore, when the fuse blows, neither the curing light or the heated syringe (if applicable) will function.